Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the therapy had not been helping her since revision surgery. Patient had an accident and she was at (B)(6) at the time of the call. She only had one setting and it was not effective. Patient was not able to turn stim up without feeling like a taser going in the middle of her lady parts. She needed to have her patient programmer (pp) programmed so that she can go to other settings. She had an appointment on the (B)(6) but she can¿t wait that long. Patient called to get help with getting in touch with the rep. There were no further complications that have been reported as a result of this event.